Event description:
The customer reported that the system locked up and shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 volt power supply was adjusted, filament was calibrated, and the high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.